Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized with a low blood glucose of 26 mg/dl. The customer had lost consciousness, and was in a coma-like state. The caller stated that the insulin pump was alarming no delivery at the time of the call. Troubleshooting was performed, and the insulin pump passed the prime test. Assisted with an infusion set change. Nothing further was reported.